Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous proximal left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation; however, during inflation at 5-6 atmospheres, the balloon ruptured. The device was removed without issue. The procedure was completed with another of the same device. No patient complications were reported and the patient condition was good.